Event description:
It was reported that the device was removed due to infection. The onset of the infection was in 2007. The pt experienced redness, swelling, pain and pocket erosion. The primary source of the infection was the device pocket; ogranism is unk. The pt did not have meningitis. The pt was treated with intravenous and oral antibiotics and the device system was explanted. The infection resolved; the pt did not experience drug withdrawal symptoms. The pt was described as malnourished or extremely thin.

Manufacturer narrative:
.